Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the patient experienced oozing at the impella access site. An additional suture was placed at the access site, heparin was withheld, and lidocaine with epinephrine was injected around the site to resolve the bleeding. Additionally, it was noted that the patient was transfused with blood products, quantity of units transfused was not provided. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.